Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported wave spring detachment remains unknown. Date report submitted to FDA by manufacturer: 11/05/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported that during preparation of the device, prior to insertion, the wave spring was noted to be loose. The physician resecured the wave spring back onto the device and used the needle to perform transeptal puncture with no consequences to the patient.